Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated and leaked on 7 occasions. The following information was provided by the initial reporter: material no: 2420-0007, batch(lot) no: unknown. It was reported that tubing separated at connection point below the blue slide clamp. Additional information (customer response) 17-aug-2020: was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? In the case of the issue where the drug was spilled the line was connected to the patient ¿ all other occurences were prior to connecting to patient. If patient involvement; was there any effect on the patient from the event? None known. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay due to need to re-prime and hang remaining drug ¿ maybe 10 minute delay. Exposure to blood/bodily fluid/IV solution? If yes, please explain no. What was the tubing set material and/or lot number that was in use at the time of the event? I don¿t know unfortunately. Packaging had all been thrown away when the issue was discovered. Are staff aware of correct set loading/unloading method? Aware not to pull/stretch set? Yes. We have had multiple occasions where the line has separated at the connection point below the blue slide clamp. This has resulted in lines with air bubbles and also drug spills (thankfully not cytotoxic)

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/23/2020 investigation conclusion it was reported that tubing separated at connection point below the blue slide clamp. Received from the customer is one primary set model 2420-0007 lot unknown. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the lower fitment (p/n tc10006063) and tubing (p/n tc10011704). Closer inspection of the separations under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on each separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 5-feb-21 device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. The customer's report of a separation at the connection point below the blue slide clamp was confirmed to be a separation at the engagement between the tubing and lower fitment. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10

Event description:
It was reported that as lvp 20d 2ss cv tubing separated and leaked on 7 occasions. The following information was provided by the initial reporter: material no: 2420-0007 batch(lot) no: unknown it was reported that tubing separated at connection point below the blue slide clamp. Additional information (customer response) (B)(6) 2020: was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? In the case of the issue where the drug was spilled the line was connected to the patient ¿ all other occurences were prior to connecting to patient. 2. If patient involvement; was there any effect on the patient from the event? None known 3. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay due to need to re-prime and hang remaining drug ¿ maybe 10 minute delay 4. Exposure to blood/bodily fluid/IV solution? If yes, please explain no 5. What was the tubing set material and/or lot number that was in use at the time of the event? I don¿t know unfortunately. Packaging had all been thrown away when the issue was discovered 6. Are staff aware of correct set loading/unloading method? Aware not to pull/stretch set? Yes we have had multiple occasions where the line has separated at the connection point below the blue slide clamp. This has resulted in lines with air bubbles and also drug spills (thankfully not cytotoxic)